Event description:
It was reported that the case had started with a cs catheter performing transseptal. The blood pressure dropped and echo was done. A pericardial effusion was discovered. The blood pressure continued to drop, the case was aborted, and a pericardiocentesis was done. 700 cc's of fluid was drawn off. There were no ablations performed during the case. No additional information could be obtained regarding this incident to date. A supplemental report will be submitted, should additional information become available.

Manufacturer narrative:
(B)(4).concomitant products used in the procedure were:webster cs catheter with ez steer technology and auto ID - lot # 15087637;carto 3 system - serial number (B)(4);cool flow pump - serial number (B)(4).

Manufacturer narrative:
(B)(4). Additional information received: the condition being treated at the time of the event was atrial fibrillation. The pericardial effusion was described as mild, and required hospitalization. The patient fully recovered and she was discharged home in stable condition. The prognosis for the patient was excellent. Patient's identifier: (B)(6). Patient's date of birth: (B)(6). Patient's gender: female patient's weight: (B)(6) lbs. Upon receipt of the catheter, it was noticed that the rocker arm from the handle was no longer attached. The catheter was evaluated and passed electrical test and patency/flow test. The root cause of the pericardial effusion was not determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.